Event description:
It was reporter that the patient has been experiencing pain while wearing her tempo+speech processor, this was also the case with her back-up tempo+ processor. The pain is only present when wearing the processors. When she turns the volume down on her processors, the pain dissipates but she cannot hear or understand clearly. The patient also reported having a sinus infection a couple weeks ago around the time the pain started. The patient has decreased speech understanding.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report. (B)(4).